Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery with moderate calcification. The 5 x 60 x 135 fox plus balloon was advanced to the lesion and inflated; however, a balloon rupture occurred during the first inflation of 5 atmospheres. It was noted that there was no resistance during advancement or removal from the vessel. The balloon was prepped per the instructions for use. A new fox plus balloon was used successfully for further dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.